Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that their device was alarming with a pressure not constant alarm during setup. Pt also reported having peritonitis.

Manufacturer narrative:
Fmc physician clinical investigation concluded that the pt developed a recurrent episode of peritonitis a few days prior to the reported cycler alarm. There are no reports of cassette leaks or device malfunction. Pt has a prior episode of peritonitis. This is a serious injury not caused by the use of the device. Product investigation concluded that there was no visual evidence of dried fluid in the cassette compartment. There was no dried fluid in the pneumatic and vacuum lines. The simulated treatment was then performed and completed without failure. There were no fluid leak and pt pressure not constant alarms duplicated during the treatment. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.